Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this cardiac resynchronization therapy pacemaker (crt-p) was part of a system revision due to infection and sepsis. The patient had (B)(6) and the transesophageal echocardiogram showed endocarditis. The device pocket was opened and debrided. The patient was also given antibiotics. The crt-p was explanted and then used as an external temporary pacemaker. There were no additional adverse patient effects reported. The crt-p remains in service.

Event description:
Additional information indicated that this cardiac resynchronization therapy pacemaker (crt-p) was explanted and was returned. No additional adverse patient effects were reported. The crt-p is no longer in service.